Manufacturer narrative:
The device was tested on the bench and no anomalies were found. Interrogation of the device revealed the device was at elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Event description:
It was reported that the battery life of the pacemaker was found to be less than 3 months away from the elective replacement indicator. The device was explanted and replaced. It was unknown if there is an allegation of malfunction on the device. The patient was in stable condition.